Event description:
It was reported by the patient's spouse that the patient had been hospitalized with hyperglycemia and was diagnosed with ketoacidosis on (B)(6), 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod on the arm between 36 and 48 hours. The patient found a lot of fluid and bubble around the pod. Symptoms reported include the patient feeling unwell, hot, cold and was "downing." The patient was treated with insulin, maintained on unspecified intravenous fluids, and monitored continuously. The patient was discharged on (B)(6), 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.